Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported observing leaking valved trocar cannulas during a procedure. There was no patient harm.

Manufacturer narrative:
Three opened trocar cannula/hub assembly were received for evaluation. The returned samples were visually inspected. Samples 1 and 3 were found non-conforming with a septum that is not closed completely (overlapping), no damage to the septum was observed. Sample 2 was found to be nonconforming with a damaged septum. Samples 1 and 3 were functionally tested for leak testing and were found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are seven additional complaints associated with the component lots for the reported issue. The returned samples 1 and 3 were found to be conforming for all functional testing associated with the reported event, however sample 2 could not be functionally tested due to damage; therefore; the exact root cause for this complaint is unknown, however, a potential contributing factor related to the manufacturing process of the valves has been identified. An investigation has been completed and manufacturing process enhancements have been implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).